Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted an "ECG disabled" message. Complainant indicated there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was observed during review fo the device's activity log. The device was put through extensive testing without duplicating the malfunction. The device's analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.